Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(4). (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: laparoscopic ventral incisional hernia repair. Anesthesia: general. (B)(6). Technique: ¿in the supine position, the patient¿s abdomen was prepped and draped in the usual sterile fashion. The visiport device was used to gain entry in the left lateral abdomen. The port was advanced and the scope was inserted to guide placement of the right lateral port. An additional 5 mm port was placed in the left upper quadrant, and scissor dissection was used to take down the adhesions on the left lateral and superior aspect of the hernia defect. Once this was accomplished, the hernia defect was measured, and a piece of mesh was fashioned to the dimensions of the hernia plus a 5 cm margin. Then 0 gore-tex sutures were placed at the eight points of the compass. The mesh was rolled and placed intraperitoneally where is was unfurled and then using a spinal needle to guide placement, the mesh was anchored; however, it was too large and basically the sutures were cut and was removed through one of the ports. It was trimmed down to a smaller size, sutured again, reentered, and replaced. This time the placement was much more satisfactory with 3 cm margins instead of the prior 5 cm. Nonetheless, the lateral anchoring is of concern because of the laterality by the anterior superior iliac spine, just medial. Protack was used to tack the mesh circumferentially. Some irrigation was performed to remove some clotted blood that had formed. Hemostasis was good. The inlet clo-sure device was used to place a 0-vicryl suture at the two large port sites. These were then tied. Subcuticular skin closure was accomplished with 4-0 vicryl at the port sites. All sites including the stab wounds for the gore-tex were closed with steri-strips. Band-aids were placed over the port sites. The procedure was terminated. The patient tolerated the procedure.¿ (B)(6) 2009: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04424436. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04424436) was implanted during the procedure. (B)(6) 2009: (B)(6), inc. (B)(6). Operative report. Preoperative diagnosis: acute small bowel obstruction, secondary strangulated hernia at hernia repair site with intraperitoneal mesh, peritonitis. Postoperative diagnosis: same. Operation: laparotomy with removal of mesh, reduction of hernia, resection of necrotic bowel with primary anastomosis and extensive irrigation of peritoneal cavity. Anesthesia: not indicated. Technique: ¿in the supine position the patient¿s abdomen was prepped and draped in the usual sterile fashion. Midline incision was made taken through the subcutaneous fat through the fascia and peritoneal entry was obtained and extended with cautery. The odor of dead bowel and infection was present. There was a small amount of exudative peel on several loops of bowel. The area of interest was identified. The tacks were all tightly adherent and doing quite well with the exception of a single one laterally and it was through that small opening that his loop of bowel became insinuated and incarcerated and strangulated. The tacks were removed. The sutures were cut and the mesh was removed. Hernia was reduced. Bowel was brought up to the midline operative field, point proximal distal resection was chosen. Bowel was divided proximally and distally with gia. A shallow mesenteric division was accomplished with the ligature device. Bowel was placed in antimesenteric approximation and enterotomies were made on the antimesenteric corners. The gias [sic] stapler was inserted. The bowel was turned antimesenteric and the stapler was closed and fixed. Hemostasis of the suture line was good. An additional reinforcing stitch was placed at the apex of the suture line. The enterotomy was then closed with ta-60 stapler and the redundant tissue was excised. One of the corners was a bit dusky and the ta-60 was then reloaded and fired to include this in the resection as well. Anastomosis was widely patent. The bowel was approximated with lembert suture using 3-0 silk. The mesenteric defect was closed with running 3-0 chromic. The bowel was returned to the abdomen and further copious irrigation was performed to remove all cloudy material that could be encountered. I should mention that upon entering we obtained culture first both aerobic and anaerobic. The hernia defect was looked at, but simply the patient¿s condition and the nature of the hernia as well as what had just gone through offered no opportunity for doing anything beneficial for the patient with hernia at this time. Fascia was closed with running #1 maxon. Skin was closed with staples. Dry sterile dressings applied. Patient tolerated procedure well.¿ (B)(6) 2009: [missing records: records of CT scan that suggested fluid in abdomen, as well as ischemic-looking small bowel with thickened mucosal fold were not provided]. (B)(6) 2009: (B)(6). (B)(6). Operative report. Preoperative diagnosis: abdominal compartment syndrome. Postoperative diagnosis: abdominal compartment syndrome. Anastomotic leak. Operative procedure: exploratory laparotomy. Abdominal washout. Placement of drains. Resection of ileoileal anastomosis. Placement of temporary closure device. Assistant: (B)(6). Indications: ¿this 46-year-old lady underwent repair of ventral hernia, laparoscopic approach. Unfortunately, one of the tacks came off and she developed strangulation and incarceration of a loop of small bowel between the fascia and the mesh. This was repaired with primary small bowel anastomosis and washout. However, the patient developed bilateral pneumonias and was transferred to (B)(4) for intensive care unit management. During her stay in the hospital, her white blood cell count went up from 10 to 16. We were having difficulty with extubating her. Her intra-abdominal pressure measured 19 mmhg. CT scan suggested there was fluid in her abdomen, as well as ischemic-looking small bowel with thickened mucosal fold. No obvious leak was seen in the contrast was seen going all the way up to the colon. The patient was taken to the operating room for treatment of the abdominal compartment syndrome and evaluation of the viability of the small bowel. Intraoperative findings: we aspirated about 1500 cc of serosanguineous fluid. A tongue of omentum was stuck to the anastomosis and this was removed. There was grossly edematous bowel wall with a staple line partially coming apart and obvious hole in the anastomosis that was pouring out ileal content. We attempted to repair it with vicryl and interrupted silk sutures, however, the bowel wall edema is such that it prevents secure closure. Hence, we decided to excise the anastomosis and stapled off with gia staplers. We placed a temporary closure vacuum device on her and will give it 24-48 hours for edema to settle, catch up with the fluid and then we will return to the bowel and perform anastomosis with plans then for definitive fascial closure.¿ description of procedure: ¿the patient was taken to the operating room. She is already intubated. She was given appropriate antibiotics. Jackson-pratt line and arterial line are inserted. Her abdomen was prepped and draped in appropriate fashion. Staples were removed and the wound is opened up. Serosanguineous fluid is evacuated from the subcutaneous layers and this is cultured. Fascia is opened and abdominal cavity entered. Omentum is lifted off and we performed washout of the peritoneal cavity after we evacuated 1500 cc of serosanguineous fluid. We ran the length of the small bowel. There appears to be an anastomotic defect which we attempted to repair with interrupted vicryl sutures as well as seromuscular to seromuscular silk sutures, the bowel was too edematous and the entire length of the anastomosis appears to be threatened as it is coming apart letting gas out. Hence, we decided to excise it with two firing s of gia-60 across proximal and distal portion of the anastomosis. We excised about 1 ½ inches of the small bowel with that. The edges of the bowel are somewhat edematous but they are briskly bleeding. We controlled hemostasis with a couple of clips and used ligasure device to transect the mesentery of the amputated anastomosis. Anastomosis is passed off and we washed out the peritoneal cavity. We placed two 18 french blake tubes in the right pericolic gutter, and left, as well leaving the tip in the pelvis. We placed a bowel bag on top of the bowel, thus, excluding from the external environment. We placed a blue towel on top and two sump drains which are subcutaneously placed on top of the bowel bag. Ioban dressing is applied to the pretreated adhesive with adhesive solution to skin around the wound and suction is applied to the sump drains. This creates a water and air-tight seal on the wound allowing extension of the abdominal domain. The blake tubes are sutured in place and connected to jackson-pratt bulbs. The patient is then transferred to the recovery room and intensive car until in stable condition in an intubated state. Instrument and sponge count is correct. Estimated blood low was negligible. Postoperatively, I discussed the patient with the patient¿s husband who is understanding of our plan, which is to take the patient back to the operating room in 48 hours for a second laparotomy, primary anastomosis and possible consideration for definitive fascial closure.¿ (B)(6) 2009: (B)(6). (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: post small bowel resection, abdominal compartment syndrome. Postoperative diagnosis: post small bowel resection, abdominal compartment syndrome. Operative procedure: second look laparotomy, ileal hand-sewn reanastomosis. Anesthesia: general. Indications: ¿this patient was taken for second look laparotomy today. She has a significant reduced abdominal domain and her small bowel is still fairly thickened and edematous. We decided to perform reanastomosis and decided to do hand sewn and the bowel was pretty edematous but we needed to provide a decompressive procedure to allow drainage of the small bowel contents. Hence, anastomosis was performed. The bowel was too edematous and too distended to allow primary fascial closure and hence, we performed temporary closure with vacuum device.¿ description of procedure: ¿the patient was taken to the operating room. She was already intubated. General anesthetic was administered. Her abdomen was prepped and draped in an appropriate fashion after the temporary closure device was removed. We removed the blue towel and the bowel bag. The findings as above. We identified the distal ends of the terminal ileum and proximal and distal ends of it are lined up along side. I used 3-0 silk to perform a seromuscular interrupted stitches for the length of about 1-1/2 inches. We then used electrocautery to score the serosal angles for the full thickness of the proximal and distant ends of the bowel to enter the lumen. We used prolene to run continuous stitch, full thickness creating the posterior wall of the anastomosis. We can [sic] up on the anterior wall anastomosis and proceeded with continuous stitch until the anastomosis was complete. We then used series of interrupted horizontal mattress 2-0 silk stitches and seromuscular bite to bury the first anastomotic line. The bowel wall was quite edematous and some of the tissues do not hold but we are comfortable with the security of our closure. We will place a piece of omentum over our anastomosis. We will place the bowel bag over the small bowel, the blue towel folds, some drains are repositioned on top of the glue towels and after her abdominal wall skin is dried and spray with opsite spray, we applied ioban film. Negative suction is applied to some drains and a vacuum closure is complete. The patient is then transferred to intensive care unit for further management. Instrument and sponge count correct. Estimated blood loss was negligible. Final comment: we are planning to take this lady back to the operating room within 24-48 hours. Hopefully her bowel edema is going to be sufficiency reduced to allow primary closure. Alternatively we may have to perform temporary mesh closure to allo [sic] present retraction of the fascial edges.¿ (B)(6) 2009: (B)(6). (B)(6). Operative report. Preoperative diagnosis: abdominal wall defect. Postoperative diagnosis: abdominal wall and fascial defect. Operative procedure: exploratory laparotomy. Abdominal washout. Revision of abdominal wound. Fascial closure of abdominal wall defect with alloderm grafts: two grafts used, 12 x 18 cm and one 6 x 12 cm. Indications: this 46-year-old lady had decompressive laparotomy and revision of her anastomosis post small bowel resection. She has significant swelling of her viscera. There was some fascial retraction. Today, we brought her to the operating room for definitive closure. Findings: we used three pieces of alloderm to achieve fascial closure the abdominal wound defect. We also closed the original hernia in the right lower quadrant primarily with several, figure-of-eight, prolene, #1 stitches. Had adequate skin laxity to allow mobilization of skin edges, which were then freshened up, and wound was closed primarily. There were no complications. Partial closure was achieved to allow expansion of the abdominal domain to hopefully prevent further recurrence of abdominal compartment syndrome. Description of procedure: ¿the patient was taken to the operating room. She was already intubated. She was placed in supine position. Appropriate monitoring and lines were placed. General anesthetic was administered. Temporary closure device was removed. We then proceeded with prepping and draping of the abdomen in appropriate fashion. We entered the abdominal cavity, reflected thickened omentum up, and performed exploratory laparotomy. We washed out the peritoneal cavity with a copious amount of clorpactin. Anastomosis was visualized and appeared to be intact. There was a thick layer of fibrin around loops of small bowel, and I did not attempt to free up all the loops of bowel, as they did not appear to be obstructed. The thickening of the wall of the bowel was significantly diminished, but still present. There was still significant protrusion of the abdominal viscera through the fascia, and I would not be able to close her fascia primarily without significant impacting the volume of her abdominal domain. Selected three pieces of alloderm. Then, I defined the fascia and elevated the skin flaps on both edges of the fascia. I visualized the hernia in the right lower quadrant, which was further defined by excising the sac, and then primarily closed the full-thickness fascia with several figure-of eight stiches. Hernia was closed. Then, we proceeded with freshening the edges of the fascia. We then took the first piece of the alloderm graft, and after it was appropriately soaked and pretreated with rehydration for 40 minutes, we proceeded with placement of interrupted sutures in the fascial wall about one inch away from the fascial edge. In this fashion, we tacked the first piece of alloderm to the apex of the wound and then along the right edge of the fascia all the way down to the lower end of the wound. We selected a second piece of alloderm and performed similar fixation with interrupted sutures every 3 cm to allow stretching of the alloderm along the left fascial edge. Following this, we ran a continuous running horizontal mattress #1 prolene stitch to further fixate the edge of the fascia to the underlying alloderm. In this fashion, we achieved the beginning of the inside layer repair of the fascial defect. Thus, we had to extended edges of the fascia with the help of alloderm. We achieved approximation of the alloderm pieces in the caudal and cranial portions of the wound; however, in the middle, there was too much tension with the thickened omentum to allow primary closure and hence, I selected the third piece 12 x 6 cm alloderm, which was presoaked 40 minutes and rehydrated. It was used to complete the defect in the fascia. We used 1 prolene and 0 prolene. The alloderm was stretched tight over the viscera in appropriate orientation with the dermal blood stained side facing the outside for easy ingrowth and the glistening side which was nonadherent facing the inside of the peritoneal cavity. Most of the interface between the viscera and the alloderm was achieved through omentum, except in the lower portion of the wound, where there was loops of small bowel which were positioned in the vicinity of the alloderm. Prior to complete closure, we placed two drains. On the right, drain went into the pelvis, and the left went close to anastomosis and in the left gutter. We then used tisseel spray to spray the corners of the skin flaps to allow elimination of the dead space in the deep recesses of the wound above the fascia, and we were able to approximate the wound edges to the midline without undue tension. The wound edges had been freshened up by excising hyper-granulating dusky looking tissue to expose flesh bleeding fat. This area was washed out with clorpactin. We used a series of 2-0 and 3-0 monocryl to achieve wound closure above the two drains, which were placed on top of the outside of the alloderm. These drains will remain in place for a prolonged period of time, as there is high incidence of seromas with alloderm grafts. Next, we used staples to close skin. Appropriate 3-0 nylon stitches used to secure drains in place and suction applied to drains. Patient was then transferred to the critical care unit for further management in an intubated state.¿ (B)(6) 2009: (B)(4). Implant record. Alloderm regenerative tissue matrix. (B)(6) 2009: (B)(4). (B)(6). Operative report. Preoperative diagnosis: need for tracheostomy for prolonged respiratory support. Postoperative diagnosis: need for tracheostomy for prolonged respiratory support. Operative procedure: tracheostomy. Indications: the patient is a 46-year old lady who underwent multiple laparotomies and bowel resection. She has bilateral pneumonia and appears to be slowly recovering. She is not weanable at the moment. The decision was made to proceed with tracheostomy. Tracheostomy would facilitate weaning, reduce anatomic dead space and allow us to prolong her respiratory support past two weeks and avoid the risk of tracheal stenosis. We will also be able to clear her respiratory secretions better. (B)(6) 2009: [missing records: records for cat scan suggesting a couple of small, loculated collections in her abdomen but is also suggestive of enlarged gallbladder were not provided.] (B)(6) 2009: (B)(4). (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: sepsis, unknown source; likely acalculous cholecystitis. Postoperative diagnosis: acalculous cholecystitis. Incisional abscess, normal laparotomy. Operative procedure: exploratory laparotomy. Drainage of two subcutaneous abscesses. Open cholecystectomy. Procedure: this 47-year-old lady has a complicated previous history including bowel resection, abdominal compartment syndrome, fascial reconstruction. She has done well, however, she has persistent fever and leukocytosis. White blood count has been 20,000 despite aggressive antibiotic therapy. Her pneumonia is settling. She does not have pseudomembranous colitis. Cat scan suggests a couple of small, loculated collections in her abdomen but also is suggestive of enlarged gallbladder. Hida scan was carried out and while the study was not completed, it is suggestive of acalculous cholecystitis. Ultrasound suggested a thickening in the gallbladder wall. The patient was taken to the operating room for exploratory laparotomy to identify the source of sepsis. Intraoperatively, we found that there are a couple of small collections of purulence which was drained and cultured. This was in the wound. Abdomen, however, appears to be filled with serous fluid and there are no other suspicious collections identified. Gallbladder wall appears to be somewhat thickened, hence, we carried out an open cholecystectomy. On completion of the procedure we were able to tighten up the alloderm fascial graft and we were able to remove one of the intervening pieces of alloderm in the middle, thus allowing a more tight fascial closure as her visceral edema is settling. Description of procedure: ¿the patient was taken to the operating room, placed in a supine position. She already has a trach in place and she is given general anesthetic. Her abdomen is prepped and draped in an appropriate fashion. Staples are removed. We reopened old incision in the skin and went down to the alloderm reconstruction of her fascia. We removed the prolene stitch from the two ends of the adjoining alloderm. On the way to the alloderm, we identified two areas which looked suspicious for at necrosis/possible small wound abscess. These were drained and cultured. The rest of the wound appears to be clean. The right skin flap is completely separated from the alloderm. However, the left skin flap is still tightly adherent to the alloderm and starting to ingrow in it. We did not disturb that. Next we gained entry in the abdomen. The abdomen appears to be free from any obvious collections of purulence. We then went on top of the omentum and elevated the wound edge in the right upper quadrant to identify the dome of the gallbladder. We then grasped it with right angle and started dissecting between the gallbladder wall and the liver surface, lifting the gallbladder off the liver bed. There is a moderate amount of oozing from the liver bed and we eventually got down to the neck of the gallbladder. We clearly visualized the cystic artery and it was double clipped and transected. There is an area of inflammatory strands around it. We continue dissecting it until we identified the cystic duct. No other ductal structures going to the gallbladder. We placed a couple of large clips proximally and one distally and then transected the cystic duct and removed the specimen. The gallbladder wall was somewhat thickened. There was some fluid between the liver and the gallbladder during the dissection. We then washed out the area with copious amount of clorpactin. We placed a 15 blake tube in the right upper quadrant in the gallbladder bed. We placed a drain in the abdomen and left paracolic gutter. Prior to this, I trimmed off the excess granulation tissue around the previous drain incisions and freshened up the edge of the incision, removing areas of fat necrosis. The wound edges appeared to be clean and viable. We then used a series of interrupted 2-0 monocryl to approximate the edges of the wound over the fascia, thus, separating this from the drains and the fascia. I placed another 15 blake tube in the middle of the incision and the use of a series of interrupted 2-0 monocryl to approximate the edge of the wound together in an interrupted fashion. Staples were applied. Suction is applied to the drains. I secured the drains with interrupted 3-0 nylon stitches to skin. Appropriate dressing was applied. The patient was then transferred to the recovery room in stable condition. Plan: wean her off the ventilator in the morning. Estimated blood loss: about 200 cc. Complications: no complications.¿ (B)(6) 2009: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.]

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04424436 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04424436. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: acute small bowel obstruction, strangulated hernia, removal of mesh. Additional event specific information was not provided.